Event description:
Meter would only prompt a remove strip message while attempting to test. Pt was unable to test for 2-3 days. The pt reported no high low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced.